Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to the working as intended and placed back into service.

Event description:
It was reported that the 8800 system had a generator error during a case. The 8800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.